Event description:
It was reported that during a gastric bypass procedure, the first and second firing during were perfect. On the third firing, the surgeon positioned the tissue and fired, but the device only stapled without cutting the tissue. Another like device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Damaged firing trigger teeth. Evaluation summary: the analysis results found that the instrument was returned with the firing mechanism damaged and no reload present. The instrument was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken, no functional test was performed due to the condition of the device. No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.